Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 80% stenosed lesion was located in a mildly calcified and severely tortuous left antebrachium shunt at the anastomosis. A non bsc guide wire and the f/g sterling otw 5.0 x 20/40 (4f) balloon crossed the lesion. On the first inflation, the balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to eight atmospheres and a leak was noted. The device was removed from the patient and a pinhole rupture was confirmed. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).